Event description:
Add'l info rec'd from reporter (B)(6) 2013: we have retained the device in our office (B)(6).

Event description:
Stapling gun locked during used. Caused damage to renal artery and significant blood loss. Stapling gun remained in lock position even after removed from patient's abdomen.